Event description:
The following information is from an article published in catheterization and cardiovascular interventions; transcatheter atrial septal defect closure with the amplatzer septal occluder: five-year follow-up. Pt presented two weeks after implant of an amplatzer septal occluder with a history of six episodes of zigzag vision, dizziness, and numbness of her fingers, which had started two days post procedure. Full neurological examination including fundoscopy was normal. Transthoracic and transesophageal echocardiography showed no residual shunt across the device and no thrombi was identified. Bubble contrast study negative. Subsequent cerebral MRI scan was normal. She continued to have headaches for 8-12 months post-procedure, after which time they resolved.

Manufacturer narrative:
The results of this investigation are inconclusive because, the product remains implanted. The cause of the headaches could not be determined based on the information received.